Event description:
Customer reported a surgeon had difficulty removing the liner from the drape and the drape from a patient so he could suture the incision. Customer reported that even though the surgeon did peel slowly and used water at the peel line, there were 2 approx. 1/2 x 1/4 inch areas of skin that lifted with the drape and there were other areas of petechiae. Customer reported they were able to lay the skin flaps back down.

Manufacturer narrative:
This event is being reported following a review of previous customer reports of skin stripping. This event was not initially reported due to the limited information available from the user. The information remains limited, however, a conservative approach is being taken and a report filed.